Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, omsc could attach a distal cover (maj-2315) to the subject device (tjf-q290v) properly and tightly, also confirmed that the subject device had no irregularity. In addition, omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Also, omsc checked the distal cover which had attached to the subject device, it had cut and crack. The exact cause of the reported phenomenon could not be conclusively determined, but there was possibility of this phenomenon was attributed to the inappropriate handling by the user. The instruction manual of the subject device states appropriate handling and the counter-measures against the irregularity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user performed endoscopic retrograde cholangiopancreatography (ercp) using the subject device (tjf-q290v). After the completion of the ercp, the user withdrew the subject device from the patient, the user found that the distal cover (maj-2315) which had attached to the distal end of the subject device was missing and remained in the patient's mouth. There was no report of the patient injury.